Event description:
It was reported that the patient with the cardiac resynchronization therapy defibrillator (crt-d) system reported feeling terrible. A revision procedure was performed, where the lead in the left bundle branch block (lbbb) position was explanted. During the lead explant, the physician observed that the ra lead was dislodged, and the right ventricular (rv) lead appeared to be fractured. The physician decided to explant the lbbb and ra leads and surgically abandoned the rv lead. The physician successfully implanted non-boston scientific leads as replacements of the leads. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection found no abnormalities except for surgery related damage which is not considered abnormal and dried body fluid and tissue around the helix, which is normal for active fixation leads. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. No lead issues were noted that would have made dislodgement more likely than what is described in the instructions for use as a known inherent risk of the use of this product.

Event description:
It was reported that the patient with the cardiac resynchronization therapy defibrillator (crt-d) system reported feeling terrible. A revision procedure was performed, where the lead in the left bundle branch block (lbbb) position was explanted. During the lead explant, the physician observed that the ra lead was dislodged, and the right ventricular (rv) lead appeared to be fractured. The physician decided to explant the lbbb and ra leads and surgically abandoned the rv lead. The physician successfully implanted non-boston scientific leads as replacements of the leads. No additional adverse patient effects were reported.